Event description:
It was reported that mobile programmer generated a diagnostic message indicating that the impedance not taken for all leads when attempting to run impedance measurements in preparation for an implantable device changeout. Troubleshooting steps were taken to include swapping out the mobile programmer for a programmer which resolved the issue. No patient complications have been reported as a result of this event. It was determined at analysis that the mobile programmer application lost connection.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer generated a diagnostic message indicating that the impedance not taken for all leads was confirmed. It was determined there was a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.